Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found approximately 0.649 of the probe detached. The broken probe portion was returned for evaluation. The ptfe pad (teflon pad) was inspected and found to have some tissue build up and normal wear with no metal exposed. Based on the similar reported events, the cause for the detached probe can be attributed to the probe coming into contact with a hard or metallic surface. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, the probe broke off and fell into the patient. The device fragment was retrieved with a grasper. There was no bleeding observed. The surgeon was performing a seal /cut on the patient when the incident occurred. A ¿probe damage¿ error message was observed on the generator. The generator settings were cut 2/seal 2. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points to generator were inspected prior/post procedure with no anomalies found.